Manufacturer narrative:
Philips service replaced the power supply and tested the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a power supply issue in 'b' cabinet caused no live video on flexvision on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.